Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon stated he did not feel that biolox v40 head was fitting correctly on to implanted stem. Another femoral head was opened and implanted without further incidence. This was for the left hip.

Manufacturer narrative:
An event regarding a size/fit issue involving a ceramic head was reported. The event was not confirmed. Visual inspection: extensive scratches were observed on internal surface and rim of the returned ceramic head. Dimensional inspection: the device was found to be dimensionally within specification as per igs-0031993 (ref. Attached inspection), it was noted that for seq # 9 (lasermark info) and seq 10 (workmanship) that the ceramic head was marked. Functional inspection: a functional inspection was not performed as the event cannot be replicated. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a dimensional inspection was performed on the returned device, all features conformed to the required specifications. No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
Surgeon stated he did not feel that biolox v40 head was fitting correctly on to implanted stem. Another femoral head was opened and implanted without further incidence. This was for the left hip.